Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, follow up revealed that the second clip had partial detachment from the posterior leaflet. Recurrent mr of grade 3-4 and dyspnea was reported. There was no clinically significant delay reported.